Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer's insulin pump did not pass the displacement test. The customer's husband stated the displacement test prompted him that there was 0.00 units remaining on the reservoir. The customer was advised their insulin pump will be replaced. The customer's blood glucose was 205 mg/dl. No additional information provided.